Manufacturer narrative:
The lens was not available for return. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
Approximately eight months post cataract surgery and due to unknown mechanical complications, lens implanted in the patient's left eye was explanted and replaced with one of a different model. Additional information has been requested, and has not been received.